Event description:
It was reported that four months and ten days post port placement, the port was allegedly could not be flushed. It was further reported that there was blockage in the device and the flow was allegedly obstructed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, chronoflex single-lumen, 8f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during preparation of a port placement procedure, the port was allegedly could not be flushed. It was further reported that there was blockage in the device and the flow was allegedly obstructed. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, chronoflex single-lumen, 8f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp MRI implantable port kit was returned for evaluation. Gross visual, microscopic and functional evaluations were performed. The port was patent to both infusion and aspiration. However, the investigation is inconclusive for the reported flushing issue and obstruction of flow issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.